Manufacturer narrative:
The device history record was not reviewed due to the unavailability of the lot number. Historical trending was done and this is the first event of this type reported. The customer was not able to provide the sample. Cautery, surgical scrub, and the gloves were being used by the surgeon at the time this event occurred. The surgeon stated, that she does not know whether the gloves caused the burn.

Event description:
While using several medical devices, the surgeon developed burns on her fingers. The surgeon sought medical care. No evidence directly linked the glove to the burn.